Manufacturer narrative:
See MDR 1920664-2010-00084 for the delivery device used with this intraocular lens.

Event description:
The doctor noticed the haptic was bent after the lens was implanted in the eye. The incision was enlarged to remove and replace the lens.